Event description:
Customer reported that the insulin pump alarmed motor error during manual prime and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a missing address/serial number label, missing end cap sticker, cracked display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The insulin pump passed the displacement test and error test. All operating currents are within specification. The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted. Unable to perform the excessive no delivery test and occlusion test due to prime/fill anomaly. The insulin pump had missing segments due to cracked zebra connector on lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.